Manufacturer narrative:
Explanted date: the date the device was explanted is unknown. Initial reporter occupation: lead rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the physician deployed the angio-seal device involved; however, the device had a certain stickiness to it. The deployment went as normal; however, the patient developed a late-stage bleed within 10 minutes, and they had to rush to apply pressure. Something did not feel right with the angio-seal. The event occurred intra-operative. Additional information was received on (B)(6) 2022: the procedure performed prior to using the closure device was a diagnostic catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable. The procedure was completed successfully; however, the angio seal device did not work correctly.

Manufacturer narrative:
H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was found to have been in unused condition with no visible signs of blood. The locator and hemostasis sheath were inspected, and no damage or issues were identified with the components. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been improper device placement or tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).